Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported event. The ventilator passed all safety and functional tests and was cleared for clinical use. Provided ventilator logs were reviewed. Chosen ventilation mode was pressure support/CPAP. There are several alarms for high airway pressure, peep high and respiratory rate low. The generated alarms indicate a high expiratory resistance. With a high expiratory resistance the patient may not be able to fully expire under the expiration phase before initiation of a new inspiration phase which will lead to the above alarms. The pressure level required to achieve the set target volume cannot be delivered and results in that the patient is not sufficiently ventilated. Alarms for no patient effort are then generated. The apnea conditions are fulfilled and the ventilator automatically switches to backup ventilation mode (pressure control). The difficulties may either be related to not optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use check was performed prior and after the event. The reported alarms are most likely due to a blockage in the respiratory system, such as mucus or secretion in the endotracheal tube or patient airways, however this has not been determined. Our conclusion based on evaluation of the logs and that no fault was found during investigation of the ventilator is that there was no ventilator malfunction at the time of the event.

Event description:
It was reported that the ventilator stopped while on patient and no end tidal volumes were read. The ventilator was replaced. There was no patient harm. Manufacturer¿s ref #: (B)(4).